Manufacturer narrative:
Additional medwatch information provided.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "cefepime was administered via pump. Rn looked up at ivpb within 5-10 minutes of it being hung and it was empty. Primary bag appeared overly full. Charge nurse notified. Charge nurse, bedside nurse, and additional rn went to bedside and assess the situation. All carne to conclusion that cefepime must have backed into primary bag. Biomed paged. Tubing bagged up, labeled, and waiting for biomed to pick it up."

Manufacturer narrative:
Additional medwatch information provided.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "cefepime was administered via pump. Rn looked up at ivpb within 5-10 minutes of it being hung and it was empty. Primary bag appeared overly full. Charge nurse notified. Charge nurse, bedside nurse, and additional rn went to bedside and assess the situation. All carne to conclusion that cefepime must have backed into primary bag. Biomed paged. Tubing bagged up, labeled, and waiting for biomed to pick it up."

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s secondary back flowed into primary bag was confirmed. The primary and secondary set were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. The check valve was visually inspected under magnification. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing confirmed fluid and air bubbles going into the primary bag on the used sample received. Blue fluid was also noted to have gone past the check valve indicating a faulty check valve. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause was not identified.